Event description:
Pt enrolled in a prodisc clinical study was implanted with prodisc-l at l4-s1 on (B)(6) 2003. Pt subsequently underwent an anterior/posterior fusion at l3-l4 (adjacent level) with unk construct on (B)(6) 2007. The pt was returned to the operating room on (B)(6) 2008 for lumbar decompression of right l5 nerve root through l4-l5 laminoforaminotomy followed by dynamic stabilization with an unk construct. This report is #2 of 3 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
This device is used for treatment not diagnosis. This adverse event is consistent with our post-market experience. The failure mode of device not effective leading to continued pain and re-operation is accurately captured on the current risk analysis. A thorough training program for surgeons and sales consultants was put into place. Surgeons and sales consultants must complete the training program, which includes lecture and hands-on exercises, prior to performing prodisc-l total disc replacement surgery.